Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate antitachycardia pacing (atp) and shocks due to sinus tachycardia accelerating into the vt zone. The device delivered 6 atp attempts and 6 shocks, exhausting therapy; however, the rhythm persisted as sinus tachycardia after each shock. Technical services (ts) confirmed that the device was functioning as programmed. No immediate patient harm or adverse effects were reported. The representative plans to discuss programming considerations with the treating physician. This device remains in service.